Manufacturer narrative:
Summary evaluation: the product was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported residual astigmatism post-operatively following cataract extraction with an intraocular lens (iol) implant. The lens power was calculated from a website calculator. At 1 week post-op, the patient was 20/50 with 1d of residual astigmatism. At 1 month post-op, the patient was 20/50 with 3d of residual astigmatism. Both measures of astigmatism were at the same axis.